Manufacturer narrative:
Device was being used contrary to recall advisory notice sent to ep-4 users in april 2006. Subject device has been repaired and modified as part of firm-initiated recall.

Event description:
Customer reported that it appeared 60 cycle noise was being injected while using an electrocautery device. The patient looked to be experiencing ventricular fibrillation and was successfully cardioverted. The noise stopped when the stimulator was turned off.